Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the left femoral artery. The de novo lesion was located in a moderately calcified right coronary artery. The lesion was predilated with an unspecified device. A 3.0x38mm promus element stent was advanced to the lesion, but could not cross. When the device was removed from the patient, damage to the proximal struts was noted. No patient complications were reported. Patient status is listed as stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the left femoral artery. The de novo lesion was located in a moderately calcified right coronary artery. The lesion was predilated with an unspecified device. A 3.0x38mm promus element stent was advanced to the lesion, but could not cross. When the device was removed from the patient, damage to the proximal struts was noted. No patient complications were reported. Patient status is listed as stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device found the device was returned with proximal stent damage. Strut row 5 from the proximal end of the stent was raised. There were also kinks identified along the entire length of the hypotube shaft. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4) - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)